Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was hospitalized due to heart attack and diabetic ketoacidosis. She was hospitalized because she had diabetic ketoacidosis and flu like symptoms. Her blood glucose when she was admitted to the hospital was over 500 mg/dl. The patient stated that her blood glucose got stabled. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.